Event description:
It was reported to medtronic minimed that the customer experienced damage on clip rail and back of the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Informed the customer that the pump will need to be replaced. No harm requiring medical intervention was reported. The customer discontinued use of the insulin pump. Mmt-1886 was requested and the customer response was that the device returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with original battery cap missing gold spring at battery cap contact. A test battery was installed and removed in the battery tube with no anomalies noted. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rail, broken belt clip rails and fading serial number label. Cosmetic damage was confirmed at the back of the pump area. Unit received with original battery cap missing gold spring at battery cap contact. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.